Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 3 231 products refobacin bone cement r 1x40g, reference (B)(4), lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
During the operation, it has been reported that it was found that there was powder leakage in the second aseptic package, which was all the powder leakage on the horizontal side the accuracy of bone cement dosage was seriously affected. The same problem arose with the subsequent opening of five packages. Due to the patient's poor tolerance and the limited time of tourniquet, this procedure seriously affected the progress of the surgeon. No adverse health consequences.

Event description:
During the operation, it has been reported that it was found that there was powder leakage in the second aseptic package, which was all the powder leakage on the horizontal side the accuracy of bone cement dosage was seriously affected. The same problem arose with the subsequent opening of five packages. Due to the patient's poor tolerance and the limited time of tourniquet, this procedure seriously affected the progress of the surgeon. No adverse health consequences.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g4, h2, h10. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 32 complaint (73 products) have been recorded over the batch a749dc0513. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send to the complainant about the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.